Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise with a chronic h210 device. During the explant procedure for normal battery depletion (nbd) the ra lead was evaluated and it was reported that noise was also observed when the ra lead was implanted with the new n119 device. High impedance measurements of 2000 ohms were also reported with this ra lead. Due to the patient not requiring ra pacing therapy, the physician elected to leave this ra lead implanted. No adverse patient effects were reported.